Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2025-00019, 3004608878-2025-00021. A facility reported that the mayfield modified skull clamp (a1059) was used during a posterior lumbar procedure. The surgeon stated that "the pins were not seated correctly". The patient slipped within the pins of the mayfield and a small laceration occurred at the pin site. It is unknown if there was a delay in surgery. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was not returned; therefore, an evaluation of the device could not be performed. Serial number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.